Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator screen is white and the contrast cannot be adjusted. The customer reported there was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 07/19/2016. Conclusion / root cause: this customer returned main board was tested with no failures identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
The manufacturer's field service engineer (fse) evaluated the unit while onsite and confirmed the reported problem. The fse reported the unit had a white screen when it powered on and would not start up. The fse replaced the main pcba to address the reported problem.

Manufacturer narrative:
Device evaluation: the manufacturer's field service engineer (fse) evaluated the unit while onsite and confirmed the reported problem. Resolution and disposition: the fse replaced the main pcba to address the reported problem.